Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 101 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 104 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was 2 events with patient involvement, no adverse consequences were reported.

Manufacturer narrative:
2 devices that were pending evaluation were evaluated, and it was determined the devices experienced non-reportable issues. 1 device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 102 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was 2 events with patient involvement, no adverse consequences were reported.